Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable events were identified during device evaluation: damage to the video connector cover, chipping of the light guide bundle, and insufficient light output due to failure of the universal cable and charge-coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the completed investigation, the reported malfunction was attributed to a component failure of the video connector cover. The additional reportable findings were also determined to be the result of component failures. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported here is a crack and fracture in the main body connecting connector section during inspection for use involving an olympus rigid video laparoscope. There was no patient involvement reported.